Event description:
The pt reportedly experienced pain when using the device. Device testing revealed abnormal functioning of the device. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.